Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneously depressed glucose (glu) results were obtained on an unknown number of patient samples on a dimension vista 1500 instrument. Calibration and quality control (qc) were valid at the time the samples were run. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument and noticed that there was tube stuck to the aliquoter probe due to short sample and gel, replaced the aliquoter probe, found the c wash probe was dirty and clogged, removed the clog and ran full system check, three samples between two dimension vista instruments for correlation and qc, which recovered in range. Siemens evaluated the event and determined that either the short sample or a clog in the wash station potentially contributed to the erroneously depressed glu results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneously depressed glucose (glu) results were obtained on an unknown number of patient samples on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The samples were reprocessed on an alternate dimension vista 1500 instrument. The repeat results were considered correct. It is unknown if the correct results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed glu results.